Manufacturer narrative:
The technician found the side rail was hitting up against the head rail. The technician found that the side rail slide plate moved out of place. The side rail slide plate was adjusted by the technician to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No pt impact.